Manufacturer narrative:
(B)(4). A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that while entering the flap side cut, epithelium was disrupted on the right eye. There was also minimal opaque bubble layer (obl). The procedure was completed with no medical or surgical intervention. A bandage contact lens (bcl) was placed. Pre-op best corrected visual acuity (bcva) was 20/20. Follow up was performed and it was reported that patient is 20/20 both eyes without correction and looks good.